Event description:
Known retained object. Item: vicryl vcp376, lot: qhmjxm, expired: 6/30/2025. Surgeon was using suture when part of the needle broke at approximately 1400 in operating room 10. Surgeon was aware that part of the needle remained inside of the patient. Surgeon attempted to retrieve item, but item was not found. Surgeon determined it would be more traumatic to the patient to dissect tissue to remove the needle. At closing of procedure, another attempt was made to locate item. Item was still not found. FDA safety report ID # (B)(4).